Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device charging port is physically damaged. There was no reported patient involvement, therefore no patient or user health consequences or impact occurred.